Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of sensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. During the lead revision, the helix was unable to rotate, therefore, the ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual examination found the helix partially extended and clogged with blood. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the helix not being able to extend/retract was isolated to the helix being clogged with blood. Visual examination of the lead did not find any anomalies except procedural damages. The reported event of failure to sense was not confirmed and the reported event of helix would not extend/retract was confirmed.